Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger/modem was resetting. Upon evaluation, the charger exhibited a failure at bga components u104 (pxa) and u1003 (pld) on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes no adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem was not properly charging the battery packs.

Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery pack. Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger/modem was resetting. Upon evaluation, the charger exhibited a failure at bga components u104 (pxa) and u1003 (pld) on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes no adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned battery pack sn (B)(4) and reported that the battery would not hold a charge. A us distributor contacted zoll to report that a patient's charger/modem was not properly charging the battery packs.